Event description:
It was reported that the cadd pump displayed error code 41786 during setup. This error code triggers a high-priority alarm and could potentially interrupt therapy. There was no patient involvement or harm.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.